Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification. Crease fold, wear abrasion, white particles in the shell and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient additionally reported ¿ inflammation everywhere that left me with painful joints, sore feet, extreme tightness in my neck, shoulders and upper back, swelling in my extremities and tingling and numbness in my arms and fingers. I lost the ability to take a really deep breath and always felt my breathing was shallow. My muscles became very weak, particularly my legs, which were always strong due to exercise. For the last year and a half I have needed help to get up from a kneeling position. I lost my energy, vitality, sharpness and zest." Patient also reported "my breasts always hurt. A large, even more sensitive lump developed at the top of my breast. Ultrasound revealed an ¿out pouch¿ created by the contracture squeezing the implant. Shortly thereafter, my right breast started hurting more and also developed a capsular contracture. Both were baker grade 4." Healthcare professional reported capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown. The device remains implanted.